Manufacturer narrative:
A UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string pulled out from two pessaries during removal. She was able to remove the first pessary manually and did not need to seek medical attention. The second pessary she was unable to manually remove the pessary and had to seek medical attention for removal of the pessary.